Manufacturer narrative:
Return requested. Replacement tray assy 4 battery and tray assy 2 battery both shipped to site (B)(6) 2016. Neither of these 2 parts have been received by manufacturer for analysis. Return requested. Replacement enclosure charger shipped to site (B)(6) 2016 - returned to manufacturer on 08/18/2016 unopened and unused. Return requested. Replacement din rail mvs 10amp shipped to site (B)(6) 2016. Suspect din rail mvs 10amp returned to manufacturer for analysis and is under analysis. On (B)(6) 2016 medtronic representative replaced all batteries on the unit. Installed new din rail to prevent future fuse issues. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended, passed all tests and was returned to service.

Event description:
A medtronic representative received a report from a site representative that their imaging system image acquisition system (ias) batteries were not charging. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The din rail fuses were returned to the manufacturer for analysis. All fuses passed continuity testing. Before applying 21vdc between contacts 7 and 10, 9.9 ohms was measured. This was as expected. The component was energized, there was an audible click as the relay closes and between contacts 7 and 10, and 0.02 ohms was measured. This was as expected. Although there was no functional problem found, the fuses were not the correct fuses for the assembly. The fuses should be 15a/250v fast acting fuses. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Investigation of returned suspect tray assy 2battery and tray assy 4battery finds that the reported issue was confirmed to be caused by an electrical issue. Tray assy 2battery: visual inspection passed. Small scratches from normal use. No corrosion, expanding or leaking of batteries. Both batteries in tray 8 failed bench testing, reading low voltage. Tray assy 4battery: visual inspection passed. Small scratches from normal use. No corrosion, expanding or leaking of batteries. Battery trays (1-4 and 6-7) failed bench testing. All tray read low voltage. Battery tray 5 has two batteries that passed (13.05 and 13.01v) and two that are low. (.90v and .80v).